Event description:
Customer reported erroneous low white blood cell (wbc) count was obtained when using the coulter lh 780 hematology analyzer. There were no instrument generated flags with the test results. Erroneous results were not reported out of the lab. The operator questioned the results and reran the same sample twice on the backup coulter lh 780 hematology analyzer. Results were similar to the initial wbc recovery result. A manual wbc scan was performed and the wbc estimate was higher. These results were considered correct. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for the same pt tested with two different analyzers.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and recovered within assay limits. Raw data files were requested but not provided. On (B)(4) 2010, the field service engineer verified the instruments operation. The root cause for the erroneous low wbc is unk. The same specimen was run on another instrument and recovered similar wbc results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported. This MDR is related to MDR 1061932-2011-01242.